Event description:
It was reported that a user consumed a usual protein shake for breakfast and experienced hyperglycemia on the ilet, with glucose rising above target to a peak of 264 mg/dl, then trending down as the pump delivered corrective insulin; troubleshooting and education were completed and no alerts or alarms occurred. Symptoms included elevated blood glucose. Outcomes included self-resolution without medical intervention or hospitalization. Investigation included review of the reported event and user-provided details. Investigation of this case revealed no device alarms or malfunctions and no device component issues were identified, with the event consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.